Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that during preparation, when the physician attempted to shape the heparin coated wire guide tip, the core wire protruded from the spring coil. Another device was used and there was no reported impact to the patient as a result of the product issue. It was further confirmed that there was damaged core wire protruding through the coil as well as an angled distal tip.